Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) is complete. The reported problem (unable to run detect and treat test) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, transistors q10, q12 and q16 were shorted on the defibrillator board causing the test failure. The root cause of the shorted transistors cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was unable to run the detect and treat test.